Event description:
Additional information received from the manufacturer representative reported that a trickle charge ad been initiated to "wake" the battery up on (B)(6) 2017. To the representatives knowledge, the issue had not been resolved as the patient had not contacted them since the trickle charge. The did note that the patient was going to have the ins replaced as it was likely at end of service (eos) due to having been in overdischarge for so long. The manufacturer representative was unsure of the patient's weight but noted that they were large.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's implant was not working. The patient stated a manufacturer's representative (rep) wanted to "wake" the implant up, but neither the patient programmer nor the recharger was working. The rep instructed the patient to get them replaced as they were 7 years old. The patient stated she last felt stim 5 years ago, and did not remember the last time she charged. The patient did not know when the rep noticed that the device needed to be woken up. It was confirmed that the programmer would power, but only the sync screen would be seen. It was reviewed that it would not be possible to see any other screens or information if the ins was depleted. The patient stated that when the rep restarts the device it "quits' within two weeks. There were no reported complications and no further complications were expected. Patient was implanted for lumbar radiculopathy.